Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is reported as " two weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc meter does not turn on when the sample is applied to test strips. As a result, the customer experienced symptoms of hypoglycemia described as "cold sweats" and anxiety and presented to the hospital and was provided unspecified medication for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc meter does not turn on when the sample is applied to test strips. As a result, the customer experienced symptoms of hypoglycemia described as "cold sweats" and anxiety and presented to the hospital and was provided unspecified medication for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.